Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was difficulty deploying the sheath, and after several passes visible damage was observed on both the needle and the sheath. This occurred during a diagnostic endobronchial ultrasound (ebus) procedure. The procedure was completed without delay using another similar device. There was no report of patient or user harm.